Manufacturer narrative:
Date received by manufacturer: 12oct2019. Date of report: 15oct2019. Failure analysis on the returned gas delivery system (gds) shows that the customer complaint was caused by contamination and foreign debris on the oxygen valve solenoid, which caused the unit to leak. Cleaning the customer returned oxygen valve solenoid corrected the failure with this unit with no other failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k:(B)(6) 2019. Date of report:(B)(6) 2019. Philips field service engineer (fse) was unable to duplicate the reported issue. However, the fse viewed the device history logs and confirmed the error occurred. The fse replaced the solenoid oxygen valve to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator alarmed with a oxygen device failed signal. The customer reported that the unit was in use on patient, but there was no patient harm reported.